Event description:
It was reported the foot end of the cot dropped to the bottom position. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.